Event description:
The customer observed false negative alinity I hbsag confirmatory v.1 result for one patient who tested positive for hbv dna. There was no additional patient information provided. It is unknown whether the initial reactive sample was retested in duplicate. The following data was provided: hbsag result = 0.08 iu/ml (reactive). Hbsag confirmatory test with reagent 2 = 0.95 s/co (negative); neutralization rate = 123%. Hbv dna = positive. No impact to patient management was reported.

Manufacturer narrative:
This report is being filed on an international product, list number 08p09 (alinity I hbsag confirmatory v.1) and has a similar product distributed in the us, list number 04p54 (architect hbsag confirmatory). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint investigation for false negative alinity I hbsag confirmatory v.1 result included a review of data and information provided by the customer, ticket trending review, device history record review, and labeling review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. The ticket search by list number did not identify an increase in complaint activity. Ticket trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with list 8p09 and complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. Per the package insert, if the hbsag confirmatory v.1 results are inconsistent with clinical evidence, additional testing is suggested to confirm the result. For diagnostic purposes, results should be used in conjunction with patient history and other hepatitis markers for diagnosis of acute or chronic infection. There is the possibility of occult infection with these cases given the positive dna results. Medical affairs have previously commented on samples which are hbv dna positive but where hepatitis b surface antigen (hbsag) is undetectable: a group of patients with chronic hbv infection has been identified by sensitive, molecular testing for hbv dna. Members of this group are often referred to as having occult hepatitis b virus (hbv) infection which is diagnosed when an hbv dna test is positive but hepatitis b surface antigen (hbsag) is undetectable. Occult hepatitis b infection (obi) occurs in a number of clinical settings and may represent: (I) acute infection in the window period, (ii) hbv tailend of chronic hbv infection, (iii) persistence of replication at low level after recovery in the presence of anti-hbs, or (IV) occurrence of an escape mutant in vaccinated or unvaccinated individuals not detected by current hbsag assays based on this investigation, no systemic issue or deficiency was identified with the alinity I hbsag confirmatory v.1 reagent, lot number unknown.